Event description:
It was reported there was lead noise, unstable pacing lead impedance and a high sic (short interval count), indicating oversensing. The lead was replaced. The patient outcome was noted as 'good'.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.